Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the complaint device is not available for a physical evaluation. No further information regarding the technique or instruments used has been provided to determine a root cause for this failure. Furthermore, no lot numbers were supplied which precludes conducting a batch history review or a lot specific search in the complaints handling system. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: unavailable depuy synthes has been informed that the catalog number and lot number are not available.

Event description:
Information received via the post market clinical follow up versalok survey. The doctor reported the versalok anchor pulls out easily and is metal so it is not radiolucent. Doctor no longer uses this anchor.